Manufacturer narrative:
The customer¿s experience of an overinfusion of octreotide was confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse octreotide 500mcg in 250ml (drugid 357) at 11:12 pm on (B)(6) 2018. The user entered 500mcg/hr for the dose, which made the rate 250ml/hr (the intended dose was intended to be 50mcg/hr, which would have made the rate 25ml/hr). The user then entered 250ml for the vtbi and started the infusion. The user then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 75mcg/hr. Proceed?¿ and the infusion started. At 11:42 pm, the user paused the infusion and restarted at 11:52 pm. At 11:54 pm, the device alarmed for patient side occlusion and the user restarted the infusion. At 12:23 am on (B)(6) 2018, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. At 12:31 am, the user paused the infusion and then tried to change the rate to 25ml/hr, however the rate change was not made since the device was currently in kvo. At 12:32 am, the user selected restart and the device remained in kvo at the kvo rate of 20ml/hr. The user then paused the infusion. At 12:33 am, the user channeled the device off. The volume recorded as being infused during this period was 252.383ml. The root cause of the customer¿s report of an overinfusion of octreotide was identified as due to user programming.

Event description:
The customer reported that an infusion of octreotide 500mcg/250ml was programmed at a rate of 25ml/hour or 50mcg/hour for the duration of 10 hours. The pump settings were verified with the charge nurse, however, the patient received the full dose within 40-60 minutes rather than the 10 hours as programmed. The pharmacy, md and poison control were notified. The patient's cardiac rhythm and blood glucose levels were monitored per the poison control's suggestion. The customer further states that the pump should have alarmed "rate too high". The customer later states that through their own internal investigation they found that the rn programmed the dose at 500mcg/hour instead of the 50mcg/hour as ordered, thereby, causing the over infusion. Currently, the facility has a soft alert at 75mcg/hour, which the device exhibited, however, the rn overrode it. Due to this, the facility plans to have infusion guidance and medication safety evaluate an appropriate hard limit for future octreotide infusions. There was no lasting harm caused to the patient.